Event description:
Customer is having issues with loading his cartridge. He usually overfills his pump with 300u but is seeing approximately 60u being displayed. Customer's bg levels increased.

Manufacturer narrative:
The product has not been returned for eval. Should new info become available, a supplemental report will be submitted.